Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient's age was between (B)(6). Also, the approximate blood loss was 200 ml, though no medical intervention was required. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was not available for evaluation. Therefore, the reported condition could not be confirmed and the cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) the sample is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Event description:
It was reported that a solution set, with duo-vent spike, had a leak in the tubing. After the patient was connected to the set and the blood infusion was started, then the nurse left the room. When the nurse returned, it was noticed that blood had leaked from a pin hole in the soft tubing. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.